Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d), the patient experienced ventricular fibrillation (vf) episode that the device appropriately detected and treated. There appeared to be a fine vf episode and the patient was ¿out¿. A request was made for review of high rate non-sustained episodes (hrns), ventricular tachycardia (vt) non-sustained episodes (vtns) and treated vf episode for potential undersensing. A review of the electrograms (egm) could not ascertain whether there was true right ventricular (rv) lead undersensing. The remote transmission showed that a lead integrity alert (lia) alert triggered for rv lead high rate non-sustained episodes and high sensing integrity counter (sic). The rv lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d), the patient experienced ventricular fibrillation (vf) episode that the device appropriately detected and treated. There appeared to be a fine vf episode and the patient was ¿out¿. A request was made for review of high rate non-sustained episodes (hrns), ventricular tachycardia (vt) non-sustained episodes (vtns) and treated vf episode for potential undersensing. A review of the electrograms (egm) could not ascertain whether there was true right ventricular (rv) lead undersensing. The remote transmission showed that a lead integrity alert (lia) alert triggered for rv lead high rate non-sustained episodes and high sensing integrity counter (sic). The rv lead remains in use. No further patient complications have been reported as a result of this event. It was further reported that the rv lead was reprogrammed.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated right ventricular undersensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.